Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported the mismatch between coil and aneurysm diameter was check with imaging during framing. The coil was oversized. The mismatch was discovered during partial deployment. There was no coil particle left in the patient's body. The coil came out of the introducer sheath smoothly. Continuous saline flush was administered and maintained as indicated in the IFU. The procedure was completed using another coil. The resistance was in the middle and distal section of the catheter.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the patient was undergoing treatment for a saccular, unruptured internal carotid¿posterior cerebral (ic-pc) aneurysm with a max diameter of 5mm and a 4mm neck diameter. It was noted that the patient's blood flow was normal, and vessel tortuosity was moderate. It was reported that when the axium coil was used for aneurysm treatment, it did not match the diameter of the aneurysm. The coil got stuck within the catheter at the center distal side and broke when it was pulled back. The catheter and the coil system were not damaged. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event.